Event description:
Patient was revised to address cup loosening. Osteolysis was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the af2fk4000 lot code did not find any related manufacturing deviations or anomalies. A complaint database search finds no other related incidents against the remaining product and lot combinations. The initial reporting stated no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.